Event description:
Patient reported having experienced ¿a lump or thickening in or near the breast or in the underarm area.¿ patient later reported "firm and looks abnormal due to capsular contracture," baker grade iii. This record is for the right side. Device has been explanted and replaced.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 17jul2014. Continued h.6. Health effect - impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.